Event description:
Boston scientific received information that during the implant procedure, a connection issue was encountered. The right ventricular (rv) lead lead was connected to this implantable cardioverter defibrillator (ICD) and the pacing impedance measurements were greater than 2,000 ohms. The lead was removed and reconnected and this resolved the out-of-range impedance issue. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.